Event description:
It was reported that balloon fractures occurred. The 99% stenosed, 22 mm x 3.50mm, target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The 10 mm x 3.00 mm wolverine cutting balloon was advanced to open the calcified lesion, however the device was fractured. Another of the same device was used but it also fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient procedure following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital (B)(6). E1 initial reporter phone: (B)(6).